Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2016. The surgeon temporarily removed the left condylar component on (B)(6) 2018 to remove the heterotopic bone growth. Following the debridement, the surgeon refixated the mandibular component into position using 6 of the original bone screws and 2 new bone screws.

Event description:
The patient had a debridement surgery on her left tmj implants to remove heterotopic bone growth.